Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent out-of-range pacing impedance as well as a gradual increase in shock impedance. Boston scientific remote clinical services was contacted for further review, and rv lead revision/replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.